Event description:
Manufacturer was informed of this event through patient tracking database. Based on the information received from the patient implant form, on (B)(6) 2020, the annuloflo mitral annuloplasty ring size 30 was implanted and explanted intra-operatively. No allegation of a device malfunction nor of a serious injury for the patient was received from the hospital regarding this event.

Manufacturer narrative:
Unknown device disposition.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer at the time of explant (unknown disposition), no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity as deemed applicable.